Event description:
It was reported while using bd intima-ii¿ closed IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: the patient used the indwelling needle for infusion therapy. On march 10, when the infusion therapy was performed again, it was found that there was old bleeding at the eye of the indwelling needle. The indwelling needle should be pulled out, and the blood vessel site should be selected to replace a new venous indwelling needle.

Manufacturer narrative:
H6: investigation summary: in response to the event reported a device history review was conducted for lot number 2047372 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.